Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined since the customer wanted a new pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.